Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's device was explanted due to infection. During follow-up with the physician, it was indicated that the patient presented with thinning of skin at interior position of her incision. This eventually opened at a pin hold site and started draining. It was indicated this began a few months post-op. Device history records for the generator were reviewed. The generator passed final quality and functional specifications prior to release. The device was sterilized prior to being released. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.